Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) had concerns about the behavior of this right atrial (ra) lead in the electrogram (egm). Technical services (ts) was consulted, and it was found that the atrial pacing occurred at the same time of the right ventricular (rv) activity. Technical services (ts) recommended further monitoring of the ra lead, as the behavior could have indicated that the ra lead might have dislodged. No adverse patient effects were reported. This ra lead remains in service.